Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 522 mg/dl and ketone level was trace. Although ketone level was trace, customer's healthcare provider identified customer¿s ketone level as being dangerous. Customer administered insulin injection to address bg. Customer did not know cause of elevated bg; however, did not believe it was related to pump supplies. Customer reviewed pump history with tandem technical support and found no alerts or alarms that would have suspended insulin. Customer reverted to insulin pens for insulin therapy.